Event description:
It was reported that the pt was implanted with a sulox head, left hip on (B)(6) 2008. Due to luxation of the head, the pt underwent revision surgery on (B)(6) 2008. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see (B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Based on the given information, and since no product was returned for investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).